Event description:
A customer reported that the unit was not cutting before a procedure. Additional info provided from an operating room supervisor indicated the unit not cutting occurred during a procedure. The system was exchanged and the case was completed without harm to the pt.

Manufacturer narrative:
The company rep examined the system and could not duplicate the problem reported. The system was then tested and met all product specifications. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause is unk. (B)(4).